Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported downstream occlusion failure which was unable to be reproduce during evaluation. A review of the event history log identified "downstream occlusion" alarms on the final days of customer use in the log; but were not determined if the alarms were true or false. The device was tested for downstream occlusion detection and yielded passing results. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion failure. There was no known patient injury or medical intervention associated with this event. No additional information is available.